Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. Twenty-two (22) days after the procedure, the patient underwent redo pascal procedure due to single leaflet device attachment (slda). The initial tricuspid regurgitation (tr) grade was severe, it was trace after the index procedure, torrential after the slda happened, and moderate after re-intervention. There was no visual evidence of tissue damage. The increase to torrential is most likely due to change in volume status. Additionally, the detached device may have hindered proper valve closure, contributing to the torrential regurgitation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information cannot determine a potential root cause for the reported event. As per information provided, the increase to torrential after the slda is most likely due to change in volume status. Since no edwards defect was identified, corrective or preventative actions are not required.